Manufacturer narrative:
Tracking number: (B)(4) phone number: (B)(6).

Event description:
According to the reporter, during an esophagectomy the needle fell off of the suturing device. The needle was retrieved from the patient¿s cavity with graspers.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A needle was returned with the instrument. Under microscopic inspection, the needle was observed to have witness marks on the cone edge. No visual abnormalities were noted for the device. The instrument was loaded with a pmv needle and applied to test media. No difficulty was experienced in loading, unloading, or toggling the needle. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, the investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.